Event description:
On (B)(6) 2026, the patient underwent a right heart catheterization (rhc) recalibration procedure due inaccurate pressure readings. A pressure adjustment was performed. The sensor offset was determined to be outside the acceptable fluid filled reference measurement error range, confirming that the sensor was providing inaccurate measurements. The patient continues to take readings following the calibration.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report number: 3024985933-2025-00018.